Event description:
Ths customer reported that the system had a hard drive failure error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive connection was tightened and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.